Event description:
The customer reported a fiber malfunction (fiber broke) during the procedure. Due to malfunction the procedure was not completed. No other information available. There were ¿no damages to the patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber did not exhibit any signs of break; however, the fiber proximal end / input face exhibited evidence of some type of unknown substance on the optical surface; the glass cap exhibited mild char at the output window; the metal cap exhibited mild burnt on detritus; the post and segments on the connector appeared in good condition; the fiber was tested with hene laser fixture, aim beam was present at fiber output window. Probable root cause: based on the product analysis results, the probable root cause of the failure is: contamination/use handling.